Event description:
Pack opened to back table. During case set up (before patient in or suite), the scrub tech found a 1.5" long black hair in the sponge bowl. The entire table of supplies, meds and instruments had to be discarded. A new set up was picked and opened. Contaminated supplies never reached patient.